Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level off 41 mg/dl. Customer¿s experienced blood glucose level of 93 mg/dl. Customer was treated with the glucose tablet. Customer was using 670g. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.